Manufacturer narrative:
The device has not yet been returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during routine device programming prior to discharge, lead dislodgement was identified. An attempt was made to reposition and secure the same lead; however, adequate fixation could not be achieved. As a result, the implanted lead was removed and replaced with a non boston scientific lead. No additional adverse patient effects were reported. This lead has not been returned.